Event description:
It has been reported to philips that the azurion 7 b20 system was rebooting infinitely. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that suite pc was defective. The suite pc os and application has been reinstalled and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck in an infinite booting loop. Fse found that this is a software issue, and it impacts the system performance and can trigger the system recovery mechanism. Cold restart did not show any resolution. Fse reinstalled suite pc os & application rebooted, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.